Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received had the base handle closed without having the 6-inch transitional installed and deformed the hole. The handle hole was resized due to this damage. The unit was received without the 6-inch transitional member and was replaced. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance performed. Root cause analysis: complaint confirmed via inspection of the unit. The base handle had been closed without having the 6-inch transitional installed, deforming the handle hole. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield ultra base unit (a2101) is for repair. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received had the base handle closed without having the 6-inch transitional installed and deformed the hole. The handle hole was resized due to this damage. The unit was received without the 6-inch transitional member and was replaced. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance performed. Root cause analysis: complaint confirmed via inspection of the unit. The base handle had been closed without having the 6-inch transitional installed, deforming the handle hole. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield ultra base unit (a2101) is for repair. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.